Manufacturer narrative:
The device has been received, but the eval has not been completed. Therefore, a failure analysis is not available and the relationship between the device and the reported event is undetermined. The device eval, device history record review, and product family complaint trend review are in progress; results will be provided in a follow-up medwatch report.

Event description:
In 2007, it was reported to boston scientific corp. That an endoscopic retrograde cholangiopancreatography procedure using an autotome rx sphincterotome was performed. According to the complainant, the cutting wire "snapped during the procedure." Follow-up info obtained by bsc revealed that the broken cutting wire remained attached to the catheter and did not fall into the patient. Reportedly, the physician removed the sphincterotome device and successfully completed the procedure with a second autotome rx sphincterotome device. No patient complication was reported.